Manufacturer narrative:
The investigation into the reported device malfunction has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report and data logs were evaluated. Based on clinical description & data, the root cause of positioning issue was most likely due to use issue. The failure modes will be monitored and trended. As noted in the impella IFU, these conditions are known potential adverse events associated with impella support: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 27-year-old female in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. During support, there were alarms for pump in aorta. The signal issue did not cause any harm or injury. The pump remained on for support for 2 days when successfully explanted.